Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported issue was confirmed; the nozzle was found to be clogged with a fibrous foreign material. The root cause of the foreign material could not be determined, however, it is possible that the reprocessing was not implemented in line with the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Event description:
The user facility requested a repair for the evis lucera colonovideoscope due to wrinkles in the coil. The facility did not confirm when the event was found but there was no harm or user injury reported due to the event. Upon inspection and testing of the customer returned device, foreign material was found. This report is being submitted for the malfunction found during evaluation.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The olympus service center confirmed the user's report of the image guide is wrinkled. In addition to describe event or problem, there was insufficient angle, the angle wires had play and were stretched, the angle knob has an air leak, the objective lens adhesive is peeling, the nozzle drainage failed, the light guide lens crack, the objective and light guide lens adhesion has cloudiness, the plastic distal end cover has dirt, the bending section cover had an adhesion crack and adhesion cloudiness, the image guide coil coating peeling and had scratches, there was insufficient air/water supply, the suction cylinder has wear and the switch button one and two has scratches. The user facility completed a foreign matter complaint questionnaire. The facility stated it is unknown if the scope was used when the foreign object was adhered to the scope. The facility was able to supply water and air to the air/water nozzle. No problems with the accessories used for reprocessing. The scope was submerged in cleaning solution. It is unknown if the scope was wiped/brushed in the air/water nozzle with a gauze, brush, or sponge. The facility was able to send liquid to the air/water nozzle and washes with an asp washing machine. A definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.